Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2026, the patient sought medical attention and went to the emergency department for less than 24 hours due to fever, elevated heart rate, hyperglycemia (reported up to 13 mmol/l; 234 mg/dl), lack of glucose response to correction, and elevated blood cell count. A viral infection was diagnosed. Treatment included intravenous insulin and intravenous fluids. The patient reported wearing a pod on the skin at the time of medical attention; the duration of use was unknown. Immediately prior to medical attention, the patient reported that the controller displayed a hazard alarm stating ¿omnipod 5 system error,¿ resulting in loss of therapy and inability to continue use.